Event description:
Device issue: difficult to position, locator wings. Time of device issue: during vessel closure. Adverse event: retroperitoneal bleed, pain. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, resistance was felt as the locator wings were placed against the anterior surface of the arterial wall. After the procedure, the patient developed abdominal pain. An ultrasound revealed, "abdominal bleeding due to a 2 cm rupture located 4 cm above the groin band." The bleeding was stopped with surgical intervention. It was noted during surgery that the starclose se clip deployed in the intended location and achieved hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.